Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The front panel led light was found to be faulty. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, there was a front panel light-emitting diode (led) failure on the high flow insufflation unit. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information provided by the reporter (refer to b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most likely cause was a failure of the front panel light emitting diodes. However, it is unknown what caused it to fail. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The name of the intended procedure was a therapeutic general endoscopic surgery. The failure occurred from the start of pneumoperitoneum. There was no delay in the procedure and the procedure was completed with the same device. No other devices were used in conjunction with the subject device at the time of the event.